Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was dead and had open book image. The customer stated that the insulin pump had a crack near the battery compartment. That insulin pump had cracked retainer ring and the reservoir was able to lock in place. No harm requiring medical intervention was reported. The customer will discontinue using the device.

Manufacturer narrative:
Pump received with blank display. No critical pump error (open book image) alarm noted. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test due to blank display. Pump was cut open to perform visual inspection and found severely corroded pcba 1, pcba 2, force sensor, motor, harness assembly vibrator, and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with a cracked retainer ring, cracked battery tube threads, and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, missing display window cover, scratched case, pillowing keypad overlay, cracked keypad overlay at the select button and faded/peeling serial number label. Using a test pcba 1 and the original pcba 2, the pump had critical pump error (open book image). Using a test pcba 2 and the original pcba 1, the pump had blank display. Pump failed to open the download window as per by-pass steps and displayed critical pump error (open book image) alarm immediately preventing download of firmware using crest and or history files and traces using thus. Per r&d engineer, this could happen if the hw test failed in the mutable bootloader (intern). Suspecting the hw.  Unable to perform the history review 1 week prior to the event date 23-jul-2022 in the pump history file due to blank display, critical pump error (open book image) alarm and unable to download anomaly. Blank display, critical pump error (open book image) alarm and unable to download anomaly were due to severely corroded electronics. Retainer ring damage confirmed. Cosmetic damage confirmed at the back of the pump. Blank display confirmed. Critical pump error (open book image) alarm confirmed. Unable to download confirmed. Exposed to moisture confirmed. Reservoir unable to lock into place not confirmed. Analysis identified product meets specification? No. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This complaint is related to litigation and legal restrictions which do not currently allow completion of product analysis. The complaint is being closed based on the information currently available. If the restrictions are lifted or additional information otherwise becomes available, this complaint will be re-opened and re-evaluated. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.